Event description:
A neuron and a select catheter were damaged upon receipt at the hospital. The product was delivered with the inner box bent and the product kinked. This MDR is associated with mdr3005168196-2010-00373.

Manufacturer narrative:
Technical evaluation: the devices were returned in their original packaging. The boxes showed a bend in the center. Inspection of the units showed no visible damage. The boxes are bent, but the catheters are not. Conclusions: the incident was confirmed. The product does not appear damaged. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1805-06 (lot # l15447). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.